Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID ¿ unknown. Device code - unknown. Device info - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right partial knee arthroplasty on an unknown date. Subsequently, manipulation procedures were performed on (B)(6) 2010 due to unknown reasons. The surgeon indicated the patient's right knee has 130 degrees post op flexion and 0 degrees post op extension.